Event description:
It was reported that the pt's stimulation was too strong and she could not decrease it as the programmer and ipg were failing to communicate. The pt was instructed to reposition her programmer and try again. She was able to decrease the stimulation slightly before communication again failed. Further info is being requested from the hcp.